Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an unspecified procedure a guide wire tip detached. At an unspecified time during the procedure, a 182cm choice pt guide wire "separated from the shaft of the wire." The device was retrieved with a snare. No further patient complications were reported and the patient's status is ok.